Event description:
It was reported that the patients right ventricular (rv) lead has shown a steady increase/rise in pacing impedance over the past several weeks. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).